Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) analysis confirmed the reported event. The programmer booted up with a system error. Power cord bay door had two broken latches and the microphone was found electrically out of specification.

Event description:
It was reported an error would not clear. It could not be corrected with the service disk. The programmer was returned for service. No patient involvement or complications were reported.